Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to dehydration, high and low blood glucose readings. Blood glucose was 41 mg/dl at the time of the incident and 79 mg /dl at the time of admission. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with insulin shot, fluids and intravenous drip. Customer stayed at the hospital for 4 days. Troubleshooting was not performed. Customer was assisted with time setting, also mentioned getting a lost sensor but declined troubleshooting. The insulin pump was not replaced or returned for analysis.